Event description:
It was reported that a patient was in a motor vehicle accident on (B)(6) 2012 and underwent open reduction internal fixation of the left distal femoral shaft. The patient was implanted with a 14-hole locking lateral plate. In late (B)(6) 2013, he felt sudden pain in the left leg when getting dressed at home. It was subsequently discovered that the locking plate had fractured. The broken plate was surgically removed and a new plate inserted. This complaint is for one unknown locking lateral plate. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: jdp, hwc. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient experienced a failed locking plate. On (B)(6) 2012 the patient underwent an open reduction and internal fixation (orif) with a fourteen hole locking lateral plate for a left distal femoral shaft as a result of a motor vehicle accident. It was noted the patient was doing well and had achieved full weight bearing status with no pain. On (B)(6) 2013, a radiograph showed the comminuted distal shaft fracture had good alignment with no healing. In late january 2013, the patient felt pain in his left leg while getting dressed and since then was not able to bear weight. Radiograph on (B)(6) 2013 noted the plate was broken at the fracture site. It showed good alignment with limited healing and some adjacent heterotopic ossification. The patient was initially treated with a bone stimulator. On (B)(6) 2013, the patient complained of increased pain. Radiograph showed the distal femur is displaced laterally by approximately 1.5 cm and there is angular deformity with primarily anterior convexity at approximately 20 degrees, interval failure of plate fixing femur fracture with bony displacement. On (B)(6) 2013 patient had a left femur revision orif and iliac crest bone graft (icbg) for a non-union.

Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for one unknown locking lateral plate. Explant date: unknown date. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.